Event description:
The customer contacted stryker to report that the defibrillation charge on their device was incomplete. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to duplicate the reported issue. The device's therapy pcb assembly was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.